Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 409 mg/dl. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the insulin pump was on auto mode at the time of incident. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms or occlusion anomalies or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, cracked battery tube threads, partially broken off belt clip rail and scratched case. (B)(4).